Manufacturer narrative:
Correction to field e1: initial reporter. Correction to field e2: health professional? Correction to field e3: occupation. Correction to field g2: report source.

Event description:
It was reported that during preparation for a water vapor therapy procedure, the generator was not recognizing the handpiece. It was attempted with two different handpieces, but the issue persisted. It was later confirmed to be a delivery device issue. The delivery devices displayed error codes 219 - frequency error and 235 - low temperature. The procedure was not completed. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status.

Manufacturer narrative:
Correction to field d7a: sud reprocessed and reused? Upon receipt at our post market quality assurance laboratory, this delivery device was thoroughly analyzed. Upon mechanical testing it was identified that the needle retracted and deployed, and the function buttons worked as intended. Functional testing was performed, the device displayed error 219 - frequency error. However, the allegation of device displays 235 - low temperature (prime), and device not detected could not be confirmed during functional testing. Visual inspection identified that the water line was cut or damaged. The device was opened for internal visual inspection of the component, and the radiofrequency coil was examined, the coil appeared to be burnt. The coil most likely overheated and has now electrically failed resulting in error 219 - frequency error. Therefore, the reported event of the device displays error 219 - frequency error was confirmed.

Event description:
It was reported that during preparation for a water vapor therapy procedure, the generator was not recognizing the handpiece. It was attempted with two different handpieces, but the issue persisted. It was later confirmed to be a delivery device issue. The delivery devices displayed error codes 219 - frequency error and 235 - low temperature. The procedure was not completed. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status.

Manufacturer narrative:
Correction to field h11: additional MFR narrative. Upon receipt at our post market quality assurance laboratory, this delivery device was thoroughly analyzed. Visual inspection identified that the drain line had been cut (line that allows urine to be drained from the bladder), it is not believed that this damage was present when the device was received by the customer. It is most likely that after the procedure to prevent re-use of the device the line was cut by the user. During mechanical testing, the device was connected to the generator and there was no issue or resistance observed. The device passed mechanical testing. It was identified that the needle retracted and deployed, and the function buttons worked as intended. Functional testing was performed, the device displayed error 219 (resonant frequency less than 410 khz or greater than 460 khz) during priming. The device was opened for internal visual inspection of the component and the rf coil was examined, it appeared to be burnt suggesting that it most likely overheated and has now electrically failed resulting in error 219; confirming error 219 but unable to confirm error 235 and device not detected issues. With all the available information, boston scientific concludes that the reported event of device displays error 219 (frequency error) was able to be replicated; therefore, the event is confirmed for this specific allegation.

Event description:
It was reported that during preparation for a water vapor therapy procedure, the generator was not recognizing the handpiece. It was attempted with two different handpieces, but the issue persisted. It was later confirmed to be a delivery device issue. The delivery devices displayed error codes 219 - frequency error and 235 - low temperature. The procedure was not completed. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status.

Event description:
It was reported that during preparation for a water vapor therapy procedure, the generator was not recognizing the handpiece. It was attempted with two different handpieces, but the issue persisted. It was later confirmed to be a delivery device issue. The procedure was not completed. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status.